Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2018: upon evaluation of the returned shim, a smaller post/balseal remain inside the returned shim¿s metal insert.